Manufacturer narrative:
(B)(4). (Clip was applied to the bleeding vena). Evaluation summary: post market vigilance (pmv) led an evaluation of six devices and two photographs. Photographic inspection noted bleeding. One reload was received opened. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. A piece of the shipping wedge was noted within the knife channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Visual inspection and functional testing of the five sealed reloads noted no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. However, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported incident. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, while being applied at the lung vessel, the stapler was able to fire but there was bleeding vessel thru the staple line. They had to clip the bleeding vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.